Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 473 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting and declined. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the sets are leaking at the site. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.